Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone to treat a calcified plaque lesion with 70% stenosis in the mid right superficial femoral artery (sfa). Some tortuosity was reported. A 7fr 10cm sheath and a 0.014 guidewire were used in the procedure. The IFU was followed. The procedure was initiated through a ipsilateral antegrade cutdown incision using a 7fr. 10 cm sheath. The sheath did not have a marking tip. The surgeon introduced the hawk and made two passes without issue. After the third pass the thumb switch would not advance to close the cutting window. After several attempts to close cutting window the device was removed for cleaning and a small plug of plaque was flushed out. The thumb switch would still not engage after cleaning and after repeated attempts the device visually separated. A second hawkone device was used for several more passes and then followed by an inpact admiral balloon with no issues. The angiogram showed significantly improved patency. On removing the sheath it was noted that there was damage to the sheath cannula which appeared consistent with directional atherectomy exposure. A second hawkone device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information received reported that the device separated at the proximal connection to the cutter driver. It did not involve the distal portion of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the rotator assembly was detached with drive shaft assembly exposed. Slide cover remained within the cutter driver. No anomalies noted with cutter driver. No cracking of slide cover observed. Coating on the drive shaft was noted to be damaged and the coil was exposed. Damage noted at areas of bending. No evidence of a fracture noted. Distal assembly examination revealed a blue substance within the distal housing. Cutter was fully retracted into the cutter window and blue material was also located within the cutter window. A tweezer was used to remove a strip of the blue substance. The material was white/light blue in color and did not have the physical characteristics of biological matter and was consistent with plastic material. Functional testing was not possible due the rotator assembly detachment and missing thumb-switch. If information is provided in the future, a supplemental report will be issued.